Event description:
It was reported that a patient underwent surgical procedure on unknown date and topical adhesive was used. The patient experienced reaction within the first few days. The adhesive was removed in the office and benadryl was prescribed. It was reported that the reaction improved after treatment.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.